Event description:
It was reported that the patient was experiencing driveline disconnect, low flow, and pump off alarms. The patient had a portion of the copper wire exposed and that area of compromise was bent at a 90 degree angle. The location of the damage is not reported. Log files confirm pump off and low flow events that appeared to be due to the driveline disconnects. Additionally, log file analysis showed no external power events that appeared to be due to an issue with the mobile power unit or mobile power unit patient cable. Related MFR number: lvad pump: 2916596-2022-00924; mobile power units: 2916596-2022-00885.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was noted that the customer was unable to duplicate these alarms by manipulating the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via the submitted log files. The system controller (serial #: (B)(6)) was not returned for analysis; however, the log files were submitted for review. A review of the submitted event log file spanning approximately 2 days (B)(6) 2022. On (B)(6) 2022 there were multiple events of no external power hazard alarms while connected to the mpu; the backup battery supplied power during these events. These events resolved when external power was restored and appeared to be due to a loss of ac power. These incidents were addressed via mpu investigation (manufacturer report number 2916596-2022-00885). On (B)(6) 2022, there was a no external power event due to both power cables being disconnected simultaneously. The no external power event cleared after one of the power cables was reconnected to the power source. This event also caused a backup battery fault alarm; however, the backup battery provided power until reconnecting the system to the external power source. Pump operation was not affected. Further analysis revealed driveline disconnect/pump stoppage events that occurred on (B)(6) 2022 between 07:13 and 07:16. During this period, the event log recorded speed reductions to 0 rpm accompanied by low flow and pump stop fault conditions. The controller activated pump stop, driveline disconnect, low flow, and pump stop alarms during these incidents. (These incidents addressed via pump investigation mlp-010024, manufacturer report number 2916596-2022-00924). The review of the submitted periodic log file spanning approximately 131 days from (B)(6) 2021 to (B)(6) 2022 per the time stamp, had multiple increases to the backup battery usage count outside of the no external power events captured by the event log. The root cause for the reported alarms was not conclusively determined through this analysis; however, it appears that the no external power event that occurred on (B)(6) 2022 was due to dual disconnection of the power leads. Good faith efforts were sent to retrieve additional information regarding the reported events, asking if any products will be returned for evaluation; however, no response was received. To date, the system controller hsc-066689 is unavailable for analysis. As a result, this complaint will be closed with no further action. If the product will return at a later time, the complaint file will be re-opened. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications prior to being shipped on 07feb2019. Heartmate iii instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate iii patient handbook (rev. D) section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D section6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.